Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring from a cartridge was left on the pneumatic tap. Reportedly, this occurred with multiple cartridges. After the o-ring was removed from the pneumatic tap, the user installed a cartridge successfully. The user could not remember the exact blood glucose (bg) level; however, stated that one of the events resulted in an elevated bg level. The bg level was treated with a manual injection.